Event description:
As reported on voluntary medsun # (B)(4), the balloon on the swan-ganz catheter did not deflate and when the catheter was removed from the patient, the balloon was "missing". The balloon was tested prior to insertion into the patient; no anomalies were noted. Follow-up with the hospital staff clarified that the balloon was inserted through the sheath and inflated. The initial attempt to deflate the balloon was with the gate valve unlocked but with the syringe attached. After this failed, the syringe was removed, the gate valve was locked and unlocked again but the balloon did not deflate. The catheter was then pulled back to the sheath "to help deflate" the balloon "but then the whole balloon came off". At last report, no adverse effects to the patient were reported.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be submitted with additional information.

Manufacturer narrative:
One swan-ganz catheter was returned with a 3 ml monoject syringe and a non-edwards introducer. The introducer sheath was torn in half at the valve housing. Visual examination of the edwards catheter found the balloon latex torn off between both bond sites; the separated latex was not returned. There is latex still attached at both bond sites. The catheter body was in good condition and the thru-lumens were patent and did not leak. The returned introducer was also examined to determine if the missing latex was stuck inside, but no latex was found inside. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that procedural factors may have contributed to the event reported. No conclusion can be drawn about the circumstances related to the cannula separation of the non-edwards sheath. No actions will be taken at this time.